Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle scale markings were crooked on the barrel. The following information was provided by the initial reporter: consumer reported finding syringes with unit lines crooked on barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle scale markings were crooked on the barrel. The following information was provided by the initial reporter: "consumer reported finding syringes with unit lines crooked on barrel".